Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
On 10/02/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 04/12/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018. The patient was in the intensive care unit (ICU) at the time of the event. It was reported that after the treatment event, resuscitation efforts were not made since the patient was listed as dnr. Per review of the event, the device first detected ventricular fibrillation (vf) at 09:19:48 on (B)(6) 2018. The lifevest delivered an appropriate treatment with a post-shock rhythm of bradycardia. The patient received a second inappropriate treatment while in polymorphic atrial fibrillation (af) with a post-shock rhythm of vf. The patient received 4 additional appropriate treatments while the patient was in vf. The post-shock rhythms of the final four treatments were: bradycardia, asystole returning to bradycardia, asystole, and asystole. Post-shock asystole is a known adverse effect of defibrillation therapy. After the final treatment, the patient transitioned from asystole to tachycardia, and then degraded to asystole. The patient remained in asystole with CPR artifact until device shutdown at 09:51:43. The patient subsequently passed away on (B)(6) 2018.